Event description:
The complainant reported that missing pins were found during biomed testing.

Manufacturer narrative:
The testing and investigation results indicate the complaint for missing pins was confirmed.